Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. All the conductors had blood/body fluid on them.

Event description:
It was reported that during the implant procedure, the left ventricular lead would not stay in coronary sinus. The lead was not implanted. No patient complications have been reported as a result of this event.